Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21 (alinity I stat high sensitivity troponin-I), and a 510k number of k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 20-year-old female patient. The following data was provided (customer¿s cutoff for females is 15.6 pg/ml): sample ID: (B)(6) initial result, on 26nov, was 323 pg/ml. The sample was insufficient for repeat testing and an aspiration error was given. A serum sample was used, which the customer is not validated to use for troponin testing, and the result was <10 pg/ml. The customer released the initial sample was insufficient and requested a redraw from the patient that was never received. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lot are within the established limits and comparable to the historical reagent lot performance. A review of tracking and trending for the product and the lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 80168ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result for a 20-year-old female patient. The following data was provided (customer¿s cutoff for females is 15.6 pg/ml): sample ID (B)(6) initial result, on (B)(6), was 323 pg/ml. The sample was insufficient for repeat testing and an aspiration error was given. A serum sample was used, which the customer is not validated to use for troponin testing, and the result was 10 pg/ml. The customer released the initial sample was insufficient and requested a redraw from the patient that was never received. There was no impact to patient management reported.